Manufacturer narrative:
The device was manufactured august (B)(4) 2016 ¿ (B)(4) 2016. The device was received for evaluation with no fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by manually filling the device with water. No evidence of a leak or backflow was observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the fill port of a multirate infusor after filling with drug solution. There was no patient involvement. No additional information is available.